Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was not reproduced. A review of event history log revealed multiple occurrence of the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Lower auxiliary requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process step . The event occurred in the biomed service department. There was no patient involvement. No additional information is available.